Event description:
The pt was admitted for a procedure in 2008 to treat a 90% lesion in the distal right coronary artery. The lesion was de novo, heavily calcified and moderately tortuous. The lesion was pre-dilated with a balloon and then an attempt to deliver 2.5 x 18mm cypher stent was made, however, it became stuck as it was passing the flexed and calcified area of the proximal right coronary artery, and it would not cross. Therefore, the physician tried to withdraw the cypher from the pt at once, but there was friction with the vessel and the physician had difficulty removing the cypher. The physician thought that implanting the cypher as its current location was safer than trying to retrieve it with excessive force and so it was implanted in the proximal right coronary artery. The stent was post-dilated. Then, to treat the distal right coronary artery, the guiding catheter was exchanged for a different guiding catheter and two wires were inserted into the right coronary artery. Another 2.5 x 18 mm cypher stent was safely implanted in the distal right coronary artery. A vessel dissection occurred from the proximal end of the first cypher (already implanted) towards the mid right coronary artery. In order to treat the dissection, two cyphers (size unk) were implanted and the treatment of the dissection was completed. The procedure was finished successfully. The physician did not indicate any anomalies prior to use.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional info will be submitted upon 30 days of receipt.